Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of 2025. D4: catalogue # / d4: model #: the product was either 2c8537 or 2c8546. D4: unique identifier (UDI) #: the UDI # of the suspect product 2c8537 is (B)(4) and the UDI # of the suspect product 2c8546 is (B)(4). E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that tubing popped out of one of the y-site connections (clearlink) for an unspecified clearlink continu-flo set. The process step was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.